Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic), there were two false negative results. No patient impact reported. The following information was provided by the initial reporter: "false negative result. The negative sample was sent to a support laboratory, which found positivity in the slide and growth in the plate."

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2647876-2023-00105 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic), there were two false negative results. No patient impact reported. The following information was provided by the initial reporter: "false negative result. The negative sample was sent to a support laboratory, which found positivity in the slide and growth in the plate."